Event description:
This report address the issue of use error- reuse of supplies. The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use. The hp had replaced the final bag. The technical service representative (tsr) helped the home patient (hp) to stop therapy early after informing her that they should never replace a bag during therapy. The hp would complete therapy with manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. This complaint for a report of a use error - reuse of single-use product was confirmed because it was reported during trouble shooting of an alarm situation, the customer switched a final bag only and continued therapy with rest of the disposable single use supplies. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.